Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving an alert for backup vvi via remote transmission. A device download was successfully performed. The patient will continue to be monitored.